Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. During failure analysis, the endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is associated to component susceptibility to increased friction.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the endoscope was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure using a dual surgeon console (ssc) setup, the endoscope displayed image rotated 180 degrees making the user perceive that the instruments installed on the other universal side manipulator (usm) arms moved in the opposite direction. The customer received phone assistance from the technical support engineer (tse). Troubleshooting was performed by removing the endoscope out of the usm arm, pushing the clutch button twice to cancel the guided tool change and reinstalling the endoscope back into the usm arm and this resolved the issue. Following this, the user was instructed to continue with the procedure using the same endoscope and same system configuration. All usm arms remain functionally operational. No further issue was reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the system was checked prior to use and no anomaly was observed. The endoscope initially worked. It was also found that the endoscope housing was stiff.